Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported a loss of stimulation. She had not been able to charge her implantable neurostimulator (ins) the night prior to this report and had not felt stimulation since. She was seeing "device not supported" on the ins recharger (insr). Relevant medical history included non-malignant pain and occipital neuralgia. Follow-up was performed to determine what actions were taken to address this event and if it was resolved.